Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was difficult to fire on the fourth firing and on the fifth firing the device locked out. The case was completed with another device of a different product code. There was no pt consequence.